Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity (reported as "10-15%") of 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was "leaking around the pink/tan removable port". The leak was discovered prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: the lot was manufactured from december 14, 2020 - december 15, 2020. H10: twenty (20) actual samples were received for evaluation (4 opened and 16 unopened). Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on all samples which revealed a leak between the spike port tube and the spike port bonding area in 1 of the unopened samples. The reported condition was verified in 1 sample only. The cause of the condition could not be determined; however, the most likely cause was due to inadequate due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.